Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons responded properly. The keypad cover was removed, and no contamination was found under any button contacts. The complaint was not duplicated, and no defect was found. This complaint is being submitted late as part of a retrospective review conducted for the new MDR monitoring report developed in (B)(4). The new MDR monitoring report is included in the animas 483 response related to MDR timeliness.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and ok keypad buttons were completely unresponsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.